Event description:
Boston scientific received information that this right atrial (ra) lead pacing impedance was less than 100 ohms. No sensing and no threshold testing was performed. The ra lead was suspected to be fractured. The device was reprogrammed to vvi 50 with 0% right ventricle (rv) pacing. A revision procedure was performed. The ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.